Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges had a plastic covering over the septum, which caused syringe needle tips to break when loading the cartridges. Customer's blood glucose level was between 400-500 mg/dl.